Event description:
The customer reported having high blood glucose of 386 mg/dl. The customer stated that his insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the buttons were unresponsive and the time was not advancing. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.